Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the biliary wallstent was longer than labeled. Following placement in the common bile duct, the physician noted that the stent was 8cm long versus 6cm, as labeled. The stent was protruding into the duodenum. There were no reported patient complications as a result of this event.